Event description:
It was reported by service report that the head end of the bed was stuck in the high position and not going down. It was further reported there was a slice in the power cord. No pt involvement or adverse consequences are reported.